Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2024, they were taken to the hospital when the patient experienced loss of consciousness. No specific readings were reported but there would have been a large discrepancy between the cgm and blood glucose reading. An ambulance was called and the patient received intravenous treatment in the ambulance. No further treatment was reported by the hospital, and it was not known how much time the patient spent at the hospital. At the time of the report the patient was stable. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.